Manufacturer narrative:
(B)(4). Date sent: 5/10/2023. D4: batch # unk. Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Manage the case with no consequence. Nothing changed and the patient is ok. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 732a24, and no non-conformances were identified as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 732a24, and no non-conformances were identified.

Event description:
It was reported that the retaining cap and staples had fallen out of the cartridge so dr. Did not use it. Then he opened another ecr60g and loaded the powered echelon stapler but after firing and opening the stapler he saw that it did cut but it did not staple. Procedure completely successfully with like device.